Event description:
It was reported the devices were used during a l.a.v.h. Procedure. It was reported by the affiliate that the surgeon could not close the firing trigger on the first device. The second device closed correctly. The device then jammed during the firing process. The two devices that were used during the case have been discarded by the hospital. The hospital is sending back three unused devices for evaluation. The surgeon continued the case by converting to open procedure.